Event description:
It was reported that post a greenfield 12fr ss vena cava filter placement procedure, a death occurred. The lesion location, percent of the stenosis, degree of calcification, and vessel tortuosity are unk. The details of the procedure are unk, however, the pt presented with thombosis of the vena cava. A greenfield 12fr ss vena cava filter was placed. Two days following the procedure, the pt went into anaphylactic shock which resulted in death. Add'l info has been requested and will be sent in a supplemental report upon receipt.

Manufacturer narrative:
The complainant indicated that the device is not available, therefore, no direct product analysis will be available. The root cause of the reported incident could not be determined.